Event description:
The aci vascular closure specialist reported that he was informed that the account had experienced a balloon rupture. The facility didn't keep the device nor did they remember any details from the procedure other then manual compression was applied at the access site for 20 minutes at which time hemostasis was achieved. What they did say was that it was a 5f (mynxgrip vascular closure device 5f) diagnostic case and that the patient was discharged the same day with no complications. The facility also mentioned that the presence of calcium was abundant and that was what caused the balloon to rupture. The physician who deployed the device is a trained user.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the presence of calcium was abundant and that was what caused the balloon to rupture. A review of the lhr was not possible as the lot number was not provided. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.